Manufacturer narrative:
Product ID: 8709sc , (B)(4), implanted: (B)(6)2010, explanted: (B)(6)2017, product type: catheter. Other relevant device(s) are: product ID: 8709sc, lot #: n237686019, ubd: (B)(4)2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient had pain in the following locations: axial low back at lumbosacral junction, with le radiation on the left. His open ulcers were healing well and he was ambulatory with walker and not using the wheelchair any more. Review of x-ray of the lumber spine from (B)(6)2018 demonstrated that there was a segment of the intrathecal catheter remaining in the lower lumbar spine. The patient had seroma due to trauma. The patient was improving slowly and he would be able to progress to outpatient from home physical therapy once the ulcers heal further. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving prialt at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2018, it was reported that the patient's pump was removed due to scar tissue growth. This was considered a gradual change in therapy/symptoms. The patient reported that, because they had to go down the steps on their "butt", it created an ulcer on the patient's skin where the pump was implanted. The scar tissue grew behind the pump. The patient's doctor reportedly told the patient that "the pump was ready to come through the skin". According to the patient, the pump was removed because they had a growth in the back/hip area. The patient noted that it was "bigger than a grapefruit, more like a grapefruit and a half". According to the patient, it was a mass of scar tissue entangled with nerves as well as the pump catheter. The scar tissue was determined by a CT scan and x-rays in (B)(6) 2017. A total system explant occurred, which the patient noted was a 6 hour surgery. The patient's pump therapy was removed and the situation was considered resolved. The patient also reported that prior to the pump, the patient had a disc removed and a fusion to the spine "years and years ago". According to the patient, the spine started closing and they were not able to stand or walk. The patient states when they had to go down stairs, they would have to "sit on [their] butt and go down step by step". The patient also noted that their first pump was replaced due to normal battery depletion. No further complications were reported.